Event description:
Healthcare professional reported right side biocell replacement and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of anxiety/product/procedure/rupture was requested on march 21, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety/product/procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: biocell replacement and rupture.

Event description:
Healthcare professional reported right side biocell replacement and rupture. Device has been explanted and replaced.